Event description:
The device was used during a thoracoscopic nerve resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to open the device and complete the procedure. The hosp has reported no pt injury occurred.